Manufacturer narrative:
During a stent assisted coil embolization of a posterior communicating artery aneurysm the 3x4 mini fill trufill dcs orbit coil (B)(4) stretched during adjustment of the position. The coil was changed to another one to complete the procedure. The entire coil and delivery system were removed without any issues and with no impact or consequence to the patient. The size and characteristics of the sidewall aneurysm are not known. It was reported that the vessel characteristic was tortuous. An adequate continuous flush was maintained through the unknown cordis microcatheter (mc) which had not been re-shaped prior to use. Prior to the event, a 22mm enterprise stent was implanted successfully followed by successful implantation of two 5x10 trufill orbit coils. There was no resistance at any time during advancement of the coil through the mc. It is not known if the mc was repositioned over the coil prior to the event and it was reported that it is not known what may have contributed to the coil stretching. The same mc was utilized to complete the procedure. There were no kinks or other issues in the mc that may have contributed to the event. A non-sterile trufill orbit dcs was received coiled inside of plastic bag. The hypotube was inspected and kinks were found. The introducer was zipped covering support coil gripper and embolic coil. The support coil and the gripper were inspected and no damages were found. The embolic coil was observed totally stretched and attached to the gripper. The embolic coil and the gripper were inspected under microscope. The damages found in visual analysis were confirmed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13470753 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Also the coil assembly lot 14004380 was reviewed. The reported stretched coil was confirmed. The cause of the damages found in the unit could not conclusive determinate, however neither the analysis nor the DHR suggest that it could be related to the manufacturing process. Inspections are in place to prevent damaged devices from leaving from the facility. Procedural factors including vessel/aneurysm characteristics, device interaction, and device manipulation may to have contributed to the stretching of the coil as it was being repositioned; however, based on the available information, no conclusion can be made. Therefore no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
During coil embolization of the posterior communicating artery aneurysm procedure, the microcatheter was placed and the enterprise delivery system (enc452212) was implanted successfully. Then 2 coils 635cf0510 were implanted successfully. However, when 637mf0304 was ready to be implanted, the coil stretched during adjusting the position. The coil was changed to another one to complete the procedure. No impact or consequence to the patient occurred. Additionally it was reported that the vessel was tortuous and the aneurysm was sidewall. A balloon or remodeling device was not utilized. An adequate continuous flush was maintained through the (mc) microcatheter at all times. The mc was not re-shaped prior to use, and there was no resistance at any time during advancement of the coil through the mc. The mc was a j&j product with unknown catalog and lot number. The same mc was utilized to complete the procedure. There were no kinks or other issues in the mc that may have contributed to the event. The entire coil and delivery system were removed without any issues.